Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) displayed farfield oversensing on the atrial channel which lead to an inappropriate shock to the patient. The initial even started in the monitor only zone and then accelerated into the vt zone where detection enhancements were not applied. The device was reprogrammed in an attempt to mitigate future oversensing and inappropriate shock. There were no adverse patient effects. The device remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.